Manufacturer narrative:
No medwatch form was received.

Event description:
The patient received a notification for high impedance. High thresholds were also measured. Possible lead fracture or loose connection was suspected. When the physician opened the pocket, the proximal parts of the lead were found bent at an acute angle. The device and lead were explanted.

Manufacturer narrative:
The reported anomalies observed in the field were not confirmed. The device's functionality was tested on the bench and was found to be normal. All impedance measurements were normal. The device's header wires were x-ray inspected. No anomaly was detected. The cause of the field anomaly was not conclusively determined, but suspected it was due to a device/lead connection issue.